Event description:
It was reported when powering the programmer on, a black screen displayed. It started with a device interrogation and then the black screen was constant. The programmer service disk was run but there was no change. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer powers up with a system error during interrogation. As a result the hard drive was reconfigured and software was reloaded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.